Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump had a recurring motor error alarm. Customer¿s blood glucose was 8.1 mmol/l at the time of incident. No troubleshooting was performed. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms.